Manufacturer narrative:
No pump malfunction was revealed with investigation. Review of the pump¿s black box indicated the pump was manually suspended on (B)(6) 2015 at 21:40; deliveries were resumed on (B)(6) 2015 at 06:05. The total daily dose was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No keypad response issues were experienced during investigation. The pump was manually suspended and resumed without issue. (B)(4).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6)2015 was 500 mg/dl with vomiting and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. During troubleshooting, it was determined that the alleged serious health event was attributed to a use error of the suspend feature of the pump. This complaint is being reported because the reported serious injury was attributed to a use error. There was no indication or allegation of a device malfunction.

Manufacturer narrative:
The device is not required for return to animas.